Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle would not retract. The following information was provided by the initial reporter: material no: 382512 batch no: 0093815 it was reported that the needle would not retract. Event description per email states: yesterday one of our nurses in the muhlenberg infusion area (mps) alerted us to a retraction issue with any insyte needle. He started an IV on a patient and the needle would not retract.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle would not retract. The following information was provided by the initial reporter: material no: 382512, batch no: 0093815. It was reported that the needle would not retract. Event description per email states: yesterday one of our nurses in the muhlenberg infusion area (mps) alerted us to a retraction issue with any insyte needle. He started an IV on a patient and the needle would not retract.